Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg caused discomfort and had difficulty charging it. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent a pocket revision and the ipg remains implanted. The patient was doing well postoperatively.